Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and salpingitis ('chronic salpingitis, on left fallopian tube there is an abscess with green exudate present') in an adult female patient who had essure (batch no. 628435) inserted for female sterilisation. The patient's medical history included endometriosis, menometrorrhagia, endometrial polyp, endometrial ablation, nabothian cyst and uterine abrasion. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and salpingitis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and salpingitis outcome was unknown. The reporter considered pelvic pain and salpingitis to be related to essure. The reporter commented: discrepancy: date of insertion previously reported as (B)(6) 2019 now it is reported as (B)(6) 2009. Most recent follow-up information incorporated above includes: on 30-dec-2020: medical record received. Lot number was added. Event medical device removal was updated as pelvic pain. New event- salpingitis was added. Medical history and reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal: yes') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2019, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: discrepancy: date of insertion previously reported as (B)(6) 2019 now it is reported as (B)(6) 2009. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 09-jan-2020: pfs received. Cluster ID, reporter causality comment was added. Event injury nos replace with new event medical device removal. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and salpingitis ('chronic salpingitis, on left fallopian tube there is an abscess with green exudate present') in an adult female patient who had essure (batch no. 628435) inserted for female sterilisation. The patient's medical history included endometriosis, menometrorrhagia, endometrial polyp, endometrial ablation, nabothian cyst and uterine dilation and curettage. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and salpingitis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and salpingitis outcome was unknown. The reporter considered pelvic pain and salpingitis to be related to essure. The reporter commented: discrepancy: date of insertion previously reported as (B)(6) 2019 now it is reported as (B)(6) 2009. Lot number: 628435 manufacturing date: 2008/11 expiration date: 2011/11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jan-2021: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.